Event description:
On (B)(6) 2010, the pt reported he noticed a small air bubble near the top of the insulin cartridge of his infusion device. The cartridge has been in use for several days. The pt was assisted with priming out the air bubble and returning his device to run. The pt was advised to allow insulin to warm to temperature prior to inserting into his device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.